Event description:
Da vinci robotic tip accessory developed damage on the inside of the tip cover. Hole did not go through the silicon full thickness. The cautery tip was inspected at the first opportunity after about 1 hour of use and an inconsistency in the silicon tip was noted. No patient harm, but there was the potential for harm of an unintended cautery burn should the erosion have progressed through the tip.